Event description:
It was reported that during a lap low anterior resection procedure, there was an incomplete staple line. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.